Event description:
It was reported that the lead was damaged prior to a surgical procedure. The patient had a device that was used for cervical placed leads. One electrode from one of the two leads reportedly was visibly loose/ separated from the lead on fluoroscopy. It was further reported that when they pulled to remove the lead the electrode stayed in the cervical area. It was noted that the patient had not been able to use the leads in the cervical area for the year prior to the date of the report and the decision was made to remove everything in the cervical region. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that it was not determined how the electrode broke. It was stated that when the lead was being removed, the physician noticed the remaining electrode was detached from the lead and it did not come out with the rest of the lead. The electrode was broken on the distal end. The broken electrode was not removed from the patient. It was stated that the patient still had the electrode in her cervical spine, but she was "doing fine".